Manufacturer narrative:
Event description corrected to indicate that type of device was an implantable neurostimulator and not a clinician programmer. The serial number provided and device description and product type was correct. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported a power on reset (por) on clinician programmer. The por code was not obtained, but representative initially thought it was 0x004 but could not confirm. Reviewed steps to clear the por and it was cleared successfully. It was explained to the caller that most pors for non-implanted devices can simply be cleared and implanted. The device was not implanted and the representative was planning to return to the device. There was no patient symptoms or involvement. No further complications were reported/anticipated.